Manufacturer narrative:
Investigation summary: six samples received for investigation. Upon observation, damage to the barrel is observed on four samples, therefore leakage test failed. No defect observed on the other two samples, leakage test was satisfactory. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is design process, barrel damage is caused by the barrel transport bowl, this wear creates small rough areas or protruding edges that do not allow free movement of the barrel. Corrective action include review of the annual maintenance plan. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 9 syringe 3ml ll 200 s/c experienced molding defects -short shots on barrel. Product defects were noted during use. The following information was provided by the initial reporter: material no. 309657. Batch no. 8235730. No additional information is available. 1.description of issue: contact reported 6 of his syringe barrel's were warped so that they were not perfectly cylindrical. As such the circular plunger could not completely seal the insulin inside the syringe from exiting out of the back of the syringe. 2.number of occurrences: 6. 3.did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4.item number . 3 ml syringe ¿ 309657. 5.product lot number: 8235730. 6.for bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 7.did issue cause any injury? If yes, what type of injury? No. (B)(6)2019- spoke to customer and was told it was a total of 9 syringes with the issue, was told when using syringes insulin would leak out the back of the syringe past the stopper.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 syringe 3ml ll 200 s/c experienced molding defects -short shots on barrel. Product defects were noted during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8235730. No additional information is available. On (B)(6) 2019- spoke to customer and was told it was a total of 9 syringes with the issue, was told when using syringes insulin would leak out the back of the syringe past the stopper.